Event description:
Customer states that when applying the wheel locks, pieces of the wheels are coming off. Original wheels since purchase. Customer is not first owner. Customer calling is daughter of end user.